Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The patient's mask became disconnected from the ventilator breathing circuit. The ventilator was reported to have been providing flow and was alarming to alert the caregiver. The caregiver did not respond in a timely manner and the patient expired. The manufacturer concludes the ventilator operated and alarmed appropriately to alert the caregiver of the patient disconnect.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.